Event description:
Procedure type: lap chole. According to the reporter: during the case the surgery time was 3 hours and 20 mins. Adhesions occurred. Due to drainage a jackson pratt drain was placed. On (B)(6) 2011, pt continued to have excessive drainage. A scan showed an apparent bile leak. The surgeon feels the clips did not hold.

Manufacturer narrative:
(B)(4).